Manufacturer narrative:
Result: the head section of the cot was replaced.

Event description:
It was reported by service report that the safety bar was not latching to hook. No patient involvement or adverse consequences were reported.